Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right popliteal artery. After a 4f non-bsc introducer sheath was inserted and a 0.014 inch non-bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a 4mm x 2cm coyote es balloon performed dilation at 10 atmospheres. Good dilation was obtained, and the procedure was completed. There were no patient complications reported and the patient is in good condition post procedure.